Manufacturer narrative:
Date of event and therapy: estimated date . The device was returned for analysis. The unspecified failure mode was confirmed as a needle to cuff miss. A review of the manufacturing records identified no manufacturing nonconformities. The observed needle to cuff miss and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a pulmonary vein isolation interventional procedure. Reportedly, when the plunger was removed, no sutures were attached to the needles. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela; however, there was reported clinically significant delay in the procedure or therapy. Return analysis identified two additional proglide devices that were returned used and with link separations and a needle to cuff miss. No additional information was provided.